Event description:
A positive troponin ultra result was obtained on a patient sample. The result was not reported to the physician. The customer repeated the troponin ultra assay in duplicate and negative results were generated. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
Analysis of the instrument data indicate that the cause for the discordant troponin ultra result is unknown. No further evaluation of the device is required.